Event description:
It was reported that the pump did not deliver insulin as intended. There was no adverse impact to customer's blood glucose level. During troubleshooting with tandem technical support, the customer changed out their cartridge and infusion set, which resulted in all issues been resolved and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.